Event description:
It was reported that during a pt event, the device powered itself off after delivering a shock. The end user however, was able to power the device back on following the reported power failure and continue care. The pt was transported to the local hospital with a normal sinus rhythm. There were no adverse effects caused to the pt from a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.